Manufacturer narrative:
(B) (4). Analysis: upon receipt, the device was cleaned and forwarded to our failure analysis lab for performance testing using bovine blood. The device was run with bovine blood at 7l/min with the following results: oxygen transfer was 325 ml/min, historical data reveals averages of 368 ml/min. The carbon dioxide transfer was 275 ml/min, historical data reveals averages of 295 ml/min. The blood side pressure drop was 107 mm/hg, historical data reveals averages of 117 mm/hg. The device appears to have performed below historical averages. Conclusion: analysis confirmed the gas transfer performance of this device performed below historical averages for a used oxygenator. Our investigation suspects the decreased performance was attributed to either procedure or pt related condition. A review of the device history records does not indicate any abnormalities prior to being released for distribution. There were no adverse pt effects and the replacement of this device resolved the gas transfer issue. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur.

Event description:
Medtronic received info that during a coronary artery bypass grafting procedure (CABG), this oxygenator exhibited poor oxygenation while the aorta was crossclamped. The device was removed and replaced with no adverse pt outcomes. The device was returned for analysis.